Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Tests showed that when the pump was pressed, it would dimple. Troubleshooting was attempted to no avail. Two weeks later, a surgical procedure was performed in which the existing pump was replaced. There were no patient complications. Following the surgery, the patient was retrained in the correct usage of the device.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. Functional testing of the pump revealed that it did not pass the deflation test; and also, under microscope, it was observed that the deflation ball was seated too far forward. Based on the information available and analysis results, the deflation problems identified in the pump could have caused or contributed to the reported clinical observation of mechanical anomaly and collapsed/dimpled/flat.

Event description:
It was reported that that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Tests showed that when the pump was pressed, it would dimple. Troubleshooting was attempted to no avail. Two weeks later, a surgical procedure was performed in which the existing pump was replaced. There were no patient complications. Following the surgery, the patient was retrained in the correct usage of the device.